Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when the subject home monitor was plugged to the power supply, no led turned on and the device did not react. Another home monitor was sent to the patient¿s address and could be correctly installed.

Event description:
Reportedly, when the subject home monitor was plugged to the power supply, no led turned on and the device did not react. Another home monitor was sent to the patient¿s address and could be correctly installed.

Manufacturer narrative:
Serial number of the subject device has been corrected (d4 field).

Manufacturer narrative:
The reporter establishment name and email address (field e1) have been corrected.

Event description:
Reportedly, when the subject home monitor was plugged to the power supply, no led turned on and the device did not react. Another home monitor was sent to the patient¿s address and could be correctly installed.